Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the patient still complains of too sudden acceleration during the start of the rate response despite many different settings. Double sensor, single sensor, then minute ventilation in auto calibration and fixed calibration with different points servo-programmed. The patient was hospitalized for severe discomfort altering his work. The replacement was programmed after product life of almost 10 years. However, the doctor would eliminate any malfunction of the device including the rate response. In addition, she reported an acceleration of abnormal frequency in vvi30 mode but perhaps she forgot to unprogram the rate response and that during the extraction of the device thus the accelerometer could have operated normally. The device will be returned for analysis.

Event description:
Reportedly, the patient still complains of too sudden acceleration during the start of the rate response despite many different settings. Double sensor, single sensor, then minute ventilation in auto calibration and fixed calibration with different points servo-programmed. The patient was hospitalized for severe discomfort altering his work. The replacement was programmed after product life of almost 10 years. However, the doctor would eliminate any malfunction of the device including the rate response. In addition, she reported an acceleration of abnormal frequency in vvi30 mode but perhaps she forgot to un-program the rate response and that during the extraction of the device thus the accelerometer could have operated normally). The device will be returned for analysis.

Event description:
Reportedly, the patient still complains of too sudden acceleration during the start of the rate response despite many different settings. Double sensor, single sensor, then minute ventilation in auto calibration and fixed calibration with different points servo-programmed. The patient was hospitalized for severe discomfort altering his work. The replacement was programmed after product life of almost 10 years. However, the doctor would eliminate any malfunction of the device including the rate response. In addition, she reported an acceleration of abnormal frequency in vvi30 mode but perhaps she forgot to unprogram the rate response and that during the extraction of the device thus the accelerometer could have operated normally. The device will be returned for analysis.